Event description:
Flowmeter had a crack in its base which was not easily visible, but a modest weight (e.g., humidifier) attached was enough to spread the crack and cause leakage. The flowmeter indicated proper flow, but very little of it entered the humidifier to the patient. When the problem was discovered and the flowmeter was replaced, the result was "noticeable improvement" in the patient's o2 saturation.======================health professional's impression======================physical damage was already visible on the flowmeter when it was put in use. Most of one hose barb and a 2-cm portion of the base were broken off. Attempted use of the obviously damaged flowmeter led to the problem of the leaking crack and inadequate oxygenation of the patient, which may have been avoided if the flowmeter had been reported and sent for testing after it was damaged.======================manufacturer response for oxygen flowmeter, select======================MFR was given details and photographs, and did not think it was necessary to have flowmeter sent to them.